Event description:
It was reported that after surgery it was discovered that the foot control device had "cord damage wires exposed". No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). Device evaluation: the actual foot control device has been returned. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to mis-handling. If additional information should become available, a supplemental report will be sent accordingly.